Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 22627411, expiration date 09/30/2015). (B)(4).

Event description:
Patient tested 8.0 inr, 6.2 inr, and 5.0 inr on coaguchek xs system 2, and 4.4 inr and 4.9 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.